Manufacturer narrative:
This event occurred in (B)(6). Qc was not performed on (B)(6) 2019. Qc was within range on (B)(6) 2019. The field service engineer (fse) visited the customer site and replaced the measuring cell and performed the 6-month preventive maintenance actions. The customer has not had further issues since the service visit. The investigation determined the issue was solved by the service action performed by the fse.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys ca 19-9 immunoassay (ca 19-9) on a cobas e 411 immunoassay analyzer. The initial result from the e411 analyzer was >1000 u/ml. The sample was repeated with a 1:10 dilution and the result was 1520.00 u/ml with a data flag. The patient went to another hospital and the ca 19-9 result from an unknown method was 4.6 (units not provided. On (B)(6) 2019 the original sample was repeated on the e411 analyzer with a result of 5.78 u/ml. There was no allegation that an adverse event occurred. The ca 19-9 reagent lot number was 347297. The expiration date was not provided.